Event description:
The facility reported a colleague infusion pump malfunction with a malfunction of problems on channel a. There was no report of when, or in which care area, this condition occurred. This condition had the potential to interrupt delivery. The facility reported that there was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with problems on channel a was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that the correct problem code was a manual tube release malfunction. After further investigation, the root cause of this condition was determined to be a defective pump head module (phm). The phm on channel a was replaced in order to correct this condition. A device history review was performed finding that the pump had failed "403:317". The user interface printed circuit board assembly was changed and the pump passed subsequent testing.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A service history review revealed that this device was previously serviced for the reported condition. During previous services, the channel a housing was replaced. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted